Manufacturer narrative:
Section a6: race: unknown/not provided section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure, a single piece preloaded monofocal intraocular lens (iol) was implanted and subsequently removed within the same procedure after a defect in the optic was observed under magnification following insertion into the right eye. A backup lens of the same model and diopter was implanted. No patient injury was reported, and no surgical or medical interventions were required. The patient outcome was reported as doing okay. No further information was provided.